Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event: 1225714-2014-14764 and 1225714-2014-14765.

Event description:
Additional information was received, the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.

Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on an unknown date after use of the product.